Event description:
During a "ptmc" procedure, when the inoue-balloon catheter was inserted to the left atrium the spring coil at the tip of the guidewire was broken and floated in the patient. The doctor fished out the broken portion by using another catheter. After the doctor fished out the broken portion, the condition of the patient was alright. The guidewire appeared to have been reused.